Event description:
The complainant reported that a patient was placed on impella cp support for mechanical circulatory support. During support it was reported that the patient was started on milrinone to assess possibility for recovery, but the drip was stopped due to ventricular tachycardia episodes requiring several shocks with no response. The patient had heart treatment rejection and care was withdrawn. Outcome noted the patient expired on support. Medical safety review of the event for the patient's demise noted there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: arrhythmia. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ this report is being filed as part of a retrospective review of historical records.